Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. Approximately 3 weeks ago, the patient tested on her meter and obtained a result of 273 mg/dl. She retested on another meter within 10 minutes and obtained a result of 190 mg/dl. The patient took an extra 5 units of insulin (unspecified type). Sometime after, the patient reported feeling "shaky and unable to think clearly. It would have been helpful to know: the times of the tests, the time the symptoms began, treatment for the symptoms and the time it took for the symptoms to improve. The technique for cleaning the puncture site was not correct; however, the technique for testing their blood glucose were correct. The code on the meter matched the code on the vial. The complaint is being reported, as the patient alleged that she obtained a high meter reading, took extra insulin based on the meter results, and developed symptoms of low blood glucose. Replacement products have been sent.